Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code f-94; this condition had the potential to interrupt delivery. This condition was found in the biomedical department after delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed during product evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.